Event description:
Related manufacturer reference number:2017865-2022-45021, 2017865-2022-45023 it was reported that the patient presented to the hospital after surgery. It was found that the wound did not heal and had exudation. The pacemaker, right atrial lead and right ventricular lead were explanted due to infection. A new leadless pacemaker was implanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.